Manufacturer narrative:
As no lot number was reported, a ship history report (shr) was generated for item h965458820 in order to determine the last 4 lots shipped to the reporting customer in the 6 months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The march 2016 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. As received, only the purple valve with oversleeve was returned. The female luer lock component of the purple valve was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." ((B)(4)).

Event description:
As reported by angiodynamics' distributor in the (B)(6): indwelling PICC was removed and replaced due to the hub of the PICC line being broken. No patient complications were reported. The used device has been returned for evaluation.